Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and the device passed. A manual "try it" test and receiver functional test was attempted, but couldn't be completed due to screen stuck on initialization. The receiver was opened and the pcba was detached to download the receiver log. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Speaker resistance was measured and passed. The reported event of no audio output was undetermined as certain tests could not be conducted. A root cause could not be determined.